Manufacturer narrative:
The pusher and microcatheter were not returned for evaluation. The implant coil was detached and was stretched at the proximal section and deformed at the distal section. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification. Since the implant was detached from the pusher, which was not returned for evaluation, the mode of separation (i.e. Detachment controller vs. Tensile force) could not be identified. The root cause is unknown.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil stopped advancing in the catheter when it was less than a centimeter from the distal tip of the catheter. During the attempt to remove the coil, it detached in the catheter. The coil was removed together with the catheter from the patient. There was no reported patient injury or additional intervention. The patient's current condition is reported as "stable."